Event description:
It was reported by maude event report# (B)(4) that during a thoracotomy and right lower lobectomy for sarcoma, a ta stapler was being used. A second reload of staples was being used. The pulmonary vein had been stapled and dissected, however upon dissection bleeding occurred. According to the scrub tech the second stapler cartridge appeared not to have fired the staples appropriately. Bleeding was controlled. File indicates no device is available for evaluation.

Event description:
Patient received a blood transfusion, the exact number of units not reported. Additional information has been requested regarding device use, but no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device is available for evaluation. Maude event report# (B)(4) is attached. Additional information: how much blood loss? Approximately 2000cc. Were malformed staples present after firing the device? No. Was there an incomplete staple line? As I understand it there were no staples deployed. To the proximal end of the pulmonary vein, therefore no staple line. How was the bleeding controlled? Clamps and sutures. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. - attachment: (B)(4).